Event description:
Per the clinic, the device was explanted on (B)(6) 2025 due to poor performance and facial nerve stimulation. The patient was reimplanted with another cochlear device on (B)(6) 2025.

Manufacturer narrative:
Device analysis has indicated device failure. Device analysis report attached.